Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported there was no battery communication. There was no patient injury reported,

Manufacturer narrative:
Other text: b5: additional info received via email 16-sep-2022. Event date updated. No patient involvement. Event occurred during pm (preventative maintenance). H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found crack on top case and right plunger case. Tamper seals were also missing. There was evidence of the reported problem recorded in event history log (unable to download). The reported problem battery communication timeout was duplicated at power up. The investigation found that the battery does not operate as intended due to normal wear. For corrective action the battery was replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.